Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat a lesion in the rca. After predilation, the 3.0 x 18 mm rx vision stent was deployed at 16 atm. During deployment, the balloon ruptured, however, the stent was deployed with excellent results. There was no difficulty removing the stent delivery system (sds) and there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, weak materials, interactions with other devices. Interactions with stent struts, pt anatomy, lesion calcification, or lesion tortuosity. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.